Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d8, h2. H3, h4, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the charged coupled device is broken and image not displayed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the initially reported malfunction: the outer tube has a dent. In regard to the initially reported malfunction, the r-unit was broken and therefore the image was not displayed. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had received a blow to the tip end. There were no reports of patient harm.